Manufacturer narrative:
The device remains in service with the new lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and associated right atrial (ra) lead were implanted successfully. However, the next day the pacing impedance measurement was high, out-of-range, at greater than 4,000 ohms. A fracture was suspected and the lead was explanted and replaced. No additional adverse patient effects were reported.